Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when she was unable to use the aviva system due to error within specifications. A request was made for the return of the meter and strips, replacement was sent.